Event description:
It was reported that minimum fill notification occurred while customer attempted to load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer initially reloaded same cartridge without success, then, after removing pump from case and cleaning pneumatic tap area as instructed, customer was guided by technical support to fill and load new cartridge using proper technique, which resolved issue and allowed insulin delivery to resume.